Event description:
It was reported that a dexcom g7 continuous glucose monitor did not pair to the ilet when it was also paired to a receiver and phone, resulting in intermittent communication failure; the user shut down the receiver, toggled and re-paired, then later reported a sensor failure, placed a new sensor, and completed pairing after warmup, consistent with an antenna and electrical/magnetic communication issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between components, with intermittent communication failure associated with the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.